Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 7356289. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the intima-ii y 22gax1.00in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient was given infusion in the morning to reduce the pain caused by repeated injections. Use closed vein indwelling needle. Because of the product, the liquid was leakage and the catheter was blocked, the puncture site was redness and swelling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 22gax1.00in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient was given infusion in the morning to reduce the pain caused by repeated injections. Use closed vein indwelling needle. Because of the product, the liquid was leakage and the catheter was blocked, the puncture site was redness and swelling.